Manufacturer narrative:
On 8/7/2020, the facility name was provided as toyohashi heart center. As such, the appropriate fields in section e. Initial reporter have been populated. Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A request has been sent to clarify the facility name and address. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4).

Event description:
During a clinical trial sponsored by biosense webster inc. (Bwi), it was reported that a patient underwent a cardiac ablation procedure on (B)(6) 2020 for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and developed pneumonia (respiratory infection) requiring medication and extended hospitalization. During the procedure, the cartosound did not respond, and the procedure had to be interrupted for about 30 minutes. After that, it was possible to continue working with the carto 3 system without further issues. No patient consequences were reported. On post-procedure day 2 ((B)(6) 2020), the patient developed pneumonia. Oral antibiotics were administered. Extended hospitalization was required as a result of the event. The principal investigator assessed the event as moderate in severity, unrelated to the device, and maybe related to the procedure. The ground for the relationship to the procedure, is that since the patient was under general anesthesia, the possibility of aspiration resulting in pneumonia cannot be excluded. The issue was resolved, and the patient was discharged on (B)(6) 2020. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On 10/15/2020, biosense webster inc. Received additional information which indicated the patient was an 82-year-old female. Extended hospitalization was required as a result of the event and patient condition. The outcome of the adverse event is unchanged. Correction: please note, this procedure was not part of a biosense webster inc. (Bwi) sponsored clinical trial as previously reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).